Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited wireless bluetooth communication problem. Patient was brought into clinic on (B)(6) 2022. Programming changes were made on the device resolving the issue. Patient was stable.